Manufacturer narrative:
Final conclusion: the donor may have had some type of undetected aortic arch disease; the graft had numerous cracks and micro-fractures of an unk origin; the pt's disseminated intervascular coagulopathy (dic) contributed to a lack of hemostasis and continued bleeding. Several key issues that may have significant bearing on this investigation: the thawing bath was only 32-35 degrees celsius (too cool); the thawing of both the inner and outer pouches were performed at the same time; ken stated that this "two-pouch method" is what he was taught to do by the sjm training staff. Both of these thawing protocol variance would slow the thawing rate and may have contributed to the micro-fractures within the tissue. Ken stated that it took 15+ minutes for the graft to thaw vs. The usual 8 minutes we observed during our alloflow development work. (B)(6).

Event description:
A complaint from (B)(6) reports the following 26mm hva used in a surgery on (B)(6) 2004 had tearing/separation occurring/during implantation. Pt had made it through surgery 4 hr x-clamp. Pt died 20 minutes after arriving to the ICU. During the course of the operations, the surgeon went on deep circulation arrest twice, the first time had to do with accessing the aortic valve (the cv coordinator was not sure if this was the reason) and the second time was towards the end of the case and again the exact reason is uncertain. Dr. (B)(6) had also mentioned that the pt's own tissue seemed very mushy. Once completed with the cross-clamp removed, the graft seemed haemostatic. Because of the exceptionally long cross-clamp time of 4 hours and 15 minutes, the surgeon seemed doubtful of a successful outcome in the case.